Manufacturer narrative:
Analysis of programming history and as-received programmed settings in the product analysis lab.

Event description:
During review of the product analysis for the explanted generator replaced on (B)(6) 2012 due to eri=yes, it was observed that the as-received settings in the product analysis lab were indicative of a faulted diagnostic test occurring. It is unknown with the information at this time if the faulted diagnostic test occurred on the date of surgery prior to explant or sometime prior to surgery. Attempts for a copy of the physicians' flashcards to review the programming/diagnostic history has been unsuccessful to date. The pulse generator module performed according to functional specifications during product analysis. There were no performance or any other type of adverse conditions found with the pulse generator.